Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that the pt showed high lead impedance on system diagnostics test. Pt's seizures have dramatically increased over the past 2 week. Vns diagnostics test are consistent with a lead discontinuity. Pt is also near end of service with an estimated life of 3 months. Vns has been efficacious for the pt and therefore revision surgery is likely. Follow up with the nurse revealed that the last good diagnostics were obtained on (B)(6)2009 which showed 2156 ohms on system test. No pt manipulation or trauma was reported. Pt's increase in seizures is likely due to non-functioning vns.